Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on 06/01/2018 stating that the atrial channel on the presenting electrogram looks clean with a farfield signal that was appropriately being blank. Health care provider will discuss this with the physician for further evaluation. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).